Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered an air detected in cassette warning during fill 1 of 5 and stopped treatment. Fluid was found inside the cycler door on the external part of the cassette and in the pump module area. In a follow up, the patient verified there was no harm, intervention or adverse event due to the fluid leak. The patient let the cycler dry over night and has been using it ever since with no further problems. The cycler set is available to return as a sample.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered an air detected in cassette warning during fill 1 of 5 and stopped treatment. Fluid was found inside the cycler door on the external part of the cassette and in the pump module area. In a follow up, the patient verified there was no harm, intervention or adverse event due to the fluid leak. The patient let the cycler dry over night and has been using it ever since with no further problems. The cycler set is available to return as a sample.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: received 1 ea. Complaint product sample from the customer with original package identified with code number 050-87216 and lot number 23dr08038 the sample was disinfected according to rqam-326, during the disinfection, several leaks were found on the cassette hard plastic. During the visual inspection of the sample several cracks were found on the cassette hard plastic. The alleged failure mode is confirmed. This kind of failure mode could be caused due to the following potential causes: equipment malfunctioning, incorrect parameters, operator fail to follow work instruction, unqualified operator, unclear work instruction, cassette with short shots. In the liberty select cycler user¿s guide (480145) of the product, there are indications for the patient to avoid this kind of damage: there are indications in the instructions for use (IFU) of the liberty cycler set and in the liberty select cycler user¿s guide to do not use the product if there is a damage found in the cassette.IFU# 71-4470: ¿check that the cassette and tubing are free from kinks or damage¿. ¿do not use damage set!¿ liberty select cycler user¿s guide, 480145: ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection.¿. ¿warning: do not use the set if it is damaged. Put the damaged set aside and immediately.¿ a device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The number of complaints per lot for the assigned symptom code was reviewed and it was determined that does not exceed the number to trigger (10) a quality event. The report was confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered an air detected in cassette warning during fill 1 of 5 and stopped treatment. Fluid was found inside the cycler door on the external part of the cassette and in the pump module area. In a follow up, the patient verified there was no harm, intervention or adverse event due to the fluid leak. The patient let the cycler dry over night and has been using it ever since with no further problems. The cycler set is available to return as a sample.